Manufacturer narrative:
Updated the event date.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device's camera was faulty. The device was not in use at the time of the incident, and there was no impact on the patient.